Event description:
Initial report received by (B)(6), date (B)(6) 2014, reference no.: (B)(4). Medical device: durex mutual climax condom (with benzocaine). Batch details: batch no: (B)(4). Expiry date: unk. On (B)(6) 2014, a (B)(6) year old man, after using the durex mutual climax condom presented episode of cyanosis, malaise (general upset) and episode of methemoglobinemia. Patient was admitted to hospital. The patient was allergic to local analgesic ester type. Medical history: allergic to local analgesic ester type. Outcome: unk. The company's assessment for this case is possible and unanticipated.

Manufacturer narrative:
Manufacturer narrative: rb is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. The company's assessment for this case is possible and unanticipated. Expected date of next report: (B)(4) 2014. No action considered necessary for this incident at this point, the company is currently waiting for follow up information regarding the reported incident.